Event description:
Medtronic received information that four years and one month after the implant of this transcatheter bioprosthetic valve, a type 1 stent fracture without loss of integrity was noted. No interventions were performed and there were no adverse patient effects.

Manufacturer narrative:
(B)(4). Evaluation method: device history records reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: no product was returned. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation.